Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced infection. Patient underwent a surgical procedure in which the artificial urinary sphincter (aus) was explanted. Patient then underwent a reimplant procedure in which a new aus was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.